Event description:
Baxter product surveillance received a report via the corporate responsibility office that a home patient had contracted peritonitis in 2006. The home patient has alleged that the minicaps may have contributed to the infection since some of his caps seem dry and without iodine. The home patient presented to the clinic in 2006 with slight abdominal pain and cloudy effluent. Cell counts taken in 2006 revealed a 2717 white blood cell count (wbc) with 84% neutrophils, 2% lymphocytes, and 14% monocytes. The effluent was cultured, and there was no growth. The patient began antibiotic therapy, and follow-up cell counts were taken four days later which revealed a wbc of 18 with 8% neutrophils, 2% eosinophils, 2% lymphocytes, and 84% monocytes. The home patient received 2g of vancomycin intraperitoneal (ip) in 2006, 2 days later, and 8 days later, 120 mg of gentamycin ip in 2006, 2 days later, and 2 days later, and 140mg of gentamycin 5 days later. The patient has recovered at this time based on the cell counts taken, and the clinic has not identified a root cause for this episode.